Event description:
The company was informed that the patient's internal magnet has been displaced, due to a fall. The patient reportedly experienced intermittency. Surgery to replace the internal magnet will be scheduled.